Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (220-302 mg/dl). The pump and insulin injections were used to address the bg level. The contact did not know the cause of the high bg. A pump system check was performed and no device issue was identified. The contact stated that the healthcare provider (hcp) had been working on adjusting the pump settings and was to contact the hcp to discuss the settings.